Event description:
It was reported that interrogation of the device revealed a message that a software error occurred. An ECG displayed ventricular pacing at 68 ppm with occasional intrinsic conduction. Download attempts were unsuccessful. There- fore, the device was replaced.